Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance had dropped from 600 ohms to 258 ohms since implant. It was noted that the lead had dropped from 300 ohms to 258 ohms on the day of the interrogation. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.